Event description:
The patient was treated with the quickseal arterial closure system in 2003 to achieve hemostasis at the arterial puncture site following a catheterization procedure. Following the procedure, the patient was diagnosed with a pseudoaneurysm near the puncture site and was treated with two (2) injections of thrombin for the pseudoaneurysm. The pseudoaneurysm was resolved wihout further complications to the patient.